Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The caller followed instructions to inspect and clean the pump, successfully loaded the cartridge, and resumed insulin delivery.